Event description:
It was reported that the patient had two inappropriate shocks due to oversensing of noise. The noise looks like electro-mechanical interference. The device was using the primary sensing vector at the time of the shock. An x-ray was done to examine the system. The doctor has advised the patient to stay a foot away from his ipad. The system remains implanted. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to oversensing of noise. The patient will fall asleep with his ipad on his chest. Technical services advised to test the system with the ipad. The system remains implanted. There were no additional adverse patient effects. It was reported that the patient had two inappropriate shocks due to oversensing of noise. The noise looks like electro-mechanical interference. The device was using the primary sensing vector at the time of the shock. An x-ray was done to examine the system. The doctor has advised the patient to stay a foot away from his ipad. The system remains implanted. There were no additional adverse patient effects.